Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) illuminator radio frequency identification (rfid) was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to pcb illuminator rfid. However, how or when the component became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported that both of the illuminator ports on a surgical system were unresponsive prior to a procedure. No samples are available and the reporter is unwilling to provide any further information regarding this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).